Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Healthcare professional reported "capsular contracture baker grade IV, seroma, breast pain, and small laminar anechoic collections". This record is for the right side. The device has been explanted.